Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse inspected system after repeated errors 31221 and 319 on universal surgical manipulator (usm3), ultimately resulting in down system. Fse inspected system wheel status, gigabit communication status, and error logs, and observed armnet 3 not showing any communication. Fse reseated spider (backplane) fiber cable, and this resolved the issue, with patient side cart (psc) initialization in normal mode without errors or issues in system wheel status and gigabit communication status. Fse performed additional fiber troubleshooting and ultimately replaced spider (backplane) fiber cable. Fse verified no further errors on armnet 3, as well as successful initialization, remaining in normal mode. System logs looked clean, and no further part replacement is required to resolve the issue. The system was tested and verified as ready for use. The probable cause of error 31221 points to the hardware highside switch fault field programmable gate array (fpga) logic has detected a loss of power.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported to technical support engineer (tse) that there were errors on universal surgical manipulator (usm3) the previous day. Technical support engineer (tse) confirmed that there were errors on usm3, but the system was not currently faulting. No known impact or patient consequence was reported.